Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the infusion set was kinked. The blood glucose reading at the time of the event was 410 mg/dl. Diagnosed diabetes ketoacidosis. Customer would pass out and become sick. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.